Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007, and a right total hip arthroplasty on (B)(6) 2008. Legal counsel reported patient underwent a left revision procedure on (B)(6) 2013 and a right revision surgery on (B)(6) 2013 due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, elevated metal ions, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2013 due to pain. Operative report noted the presence of joint fluid with normal appearance and no evidence of metallosis. The modular head, acetabular cup and taper adapter were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007, and a right total hip arthroplasty on (B)(6) 2008. Legal counsel reported patient underwent a left revision procedure on (B)(6) 2013 and a right revision surgery on (B)(6) 2013 due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, elevated metal ions, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 6 of 6 mdrs filed for the same event (reference 1825034-2014-02516 / 02521).